Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of (345 mg/dl) with ketones present. The customer took a bolus via the pump to stabilize bg level. The contact was unsure of what caused elevated bg level. A system check was performed with tandem technical support (cts) indicating the pump was functioning as intended. The customer had changed the infusion set site prior to contacting cts. In addition, it was reported that the pump fill estimate was noted to be inaccurate. The customers bg level was not impacted due to the fill estimate. The contact was instructed to reload the same cartridge. However, the contact declined to troubleshoot fill estimate issue.